Manufacturer narrative:
Blank display due to corroded electronic assembly. Corroded keypad traces noted. Cracks and minor scratches noted.

Event description:
It was reported that the customer got out of a hot tub and did not realize that the pump was still connected. Customer stated that the pump was in the pocket of his swim trucks. Customer stated that there is a little bit of fog under the screen. The pump is working but now the screen is blank. Customer stated that the pump is now making a high pitched sound. Customer's blood glucose level was 236 mg/dl. Customer stated that the buttons were not working. Customer removed the reservoir and the battery. When he placed the battery back, the screen went blank. Customer stated that there is a constant tone occurring and there is fluid under the lcd display. There is also a crack from a previous drop on the upper corners of the screen. Customer does not know when the crack occurred. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.